Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Event description:
It was reported that the instrument broke during the procedure, the tip, but didn't get loose from the stem. No patient injury. No fragments were left in the patient. A backup was used to complete the procedure.

Manufacturer narrative:
One large tendon stripper was returned for evaluation. The device is over 11 yrs old. Visual assessment of the device confirmed the complaint. The solder joint has failed at the distal end. No pieces are free or broken from the device. The shaft is dramatically bent. The condition of the device indicates it was subjected to excessive forces. Per the devices IFU ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device can be established.